Event description:
It was reported that initially all electrodes were ok, 15 days post-surgery 5 electrodes went hi and 1 month post-surgery all electrodes were hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.